Manufacturer narrative:
(B)(4) follow up for device evaluation. One video and one physical sample was provided to our quality team for investigation. Upon evaluation of the video, a leak was observed between the connection of the injector and tubing. The returned sample was inspected, no damage was observed on any components that could contribute to the leak observed. Functional testing was performed, connecting the injector to a syringe. Liquid moved through the system without issue and no leakage between the injector and luer connection occurred. A device history review was performed for reported lot 2411302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues related to the reported event were found. Dimensional testing was completed on the samples provided, the product was verified to meet required specification. Retained samples of lot 2411302 were used for additional evaluation. No damage was observed on any of the luer threading and all product was verified to meet required specification. Based on the quality team's investigation, and given the device records did not identify any issues related to this incident, a root cause related to the injector or manufacturing process cannot be identified at this time. To date, there have been no other similar events reported for this lot.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: material#: 515052, batch#: 2411302. The adaptor is on as tight as can be and it is leaking from the blue spin collar portion of the optima adaptor.